Manufacturer narrative:
The customer¿s experience of a pump shutting off during an infusion was observed in the pcu event log as the device being removed from the system as a result of channel disconnects. The log shows pump module s/n (B)(4) was removed and then re-added to the system after a few seconds multiple times between 10:28 am and 4:06 pm on 26 may 2018. Although requested, the devices were not returned for investigation and therefore it cannot be determined whether or not the disconnects were iui related. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the alaris pump shut off while vasopressors were infusing. Medications infusing were, dopamine 1.6mg/ml in 50ml, ordered at 20mcg/kg/min with a dosing weight of 20kg and norepinephrine 32mcg/ml in 250ml, ordered at 0.75mcg/kg/min with a dosing weight of 20kg. There was no patient harm.